Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on interrogation there was evidence of right atrial (ra) lead fracture. The ra lead exhibited high and undefined impedance, there was no capture at highest output in bipolar and unipolar and noise was also present. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.